Event description:
The customer reported having an infection at his sensor site. The blood glucose reading at time of call was 169 mg/dl. Troubleshooting was performed. The customer stated that he cleans his skin and hands before changing out the sensor. The customer uses alcohol pads to clean his skin. The customer stated that he saw his dr who advised him to treat the infection with antibiotic. No further info was provided.

Manufacturer narrative:
Failure analysis was not required as it could not test or reproduce skin irritation.